Event description:
It was reported the ipg does not hold a charge for greater than two days, even with stimulation off. A new charger was sent. F/u determined the new charger was used to completely charge the ipg. It was reported the ipg lost 3/4 of the charge in 24 hrs, with stimulation off.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.